Manufacturer narrative:
No device evaluation was performed since the device was not returned to the MFR. A review of the device history records could not be performed due to the fact that a device model number or lot number was not provided.

Event description:
This event is deemed reportable based on the allegations in the lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's prolite mesh product. Plaintiff rec'd medical treatment on or about (B)(6), 2009 that included the implantation of transvaginal polypropylene mesh product (s), including prolite. Plaintiff alleges severe personal injuries. Since this is a legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery will fall under the attorney/client and/or work product privilege. However, atrium will supplement this report if add'l info comes to its attention.